Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), initially when attempted to be retrieved, no alignment could be done with cup and retrieval head. During the second deployment attempt, threshold was unstable, so retrieval was attempted for redeployment, but near the tricuspid valve, the device became entangled with tissue and continued traction on the tether resulted in the tether breaking, leaving the device retained near the tricuspid valve. A snare was used to retrieve the device, which dislodged the device from the tricuspid valve area and moved to the right ventricle, which was then retrieved from the right ventricle using the snare and brought into the sheath. The leadless ipg system was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID mi2355a (serial: (B)(6); product type: 0199-introducer; implant date n/a; explant date n/a this is a system report. Section d references the main component of the system. Other medical products in use during the event include: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.